Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected exhibiting premature battery depletion (pbd). The device was scheduled for replacement and will request product return for analysis. No adverse patient effects were reported.